Manufacturer narrative:
Concomitant product: c4tr01 crt-p, implanted on (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and unstable thresholds. Thresholds varied and the lead was unable to pace at high voltage. High impedance were noted approximately three months ago, beginning with a sharp impedance spike. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.